Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. Failure of an electronic component inside the subject controller. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coblator ii was not sending current to the handpiece. The procedure was completed using a competitive device (medtronic debrider). No patient injury or other complications were reported.